Event description:
During testing performed by a distributor, the following was found: there was no alarm on neutral electrode monitoring (nem) circuit. The new grounding plate indicator (green) stays lit without pt plate/cable connected.

Manufacturer narrative:
The complaint as a result of the distributor's test report was confirmed. Nem circuit was not functional and gave an indication that a grounding pad/cable was attached to the generator even though it was not. Bovie's testing and evaluation of the device showed that a third-party repair had been attempted (resoldering) for components on the circuit board. The nem module had a damaged component that was directly related to the observed non-conformance.